Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that prior to implant when the subcutaneous implantable cardioverter defibrillator (s-ICD) was opened, the metal case was able to be pushed inward and outwards. Subsequently it was not implanted. A different device was successfully used during the procedure.

Event description:
It was reported that prior to implant when the subcutaneous implantable cardioverter defibrillator (s-ICD) was opened, the metal case was able to be pushed inward and outwards. Subsequently it was not implanted. A different device was successfully used during the procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual and x-ray inspection identified no anomalies. Inspection using microscope did not find any indication of a breach in the case. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.